Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days.  The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled. The driveline was severed approximately 10 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The inlet tube and inflow graft revealed a pink, tissue-like deposition. The deposition appeared to be adhered biological lining that developed at this location over an undetermined period of time. The lining appeared to be thicker than normal and extended from the inlet tube into the inflow graft. However, a specific cause for the development of this deposition could not be determined. The rotor revealed a pink, tissue-like deposition. The deposition's lack of laminated layering indicated that it did not develop at this location, and it appeared to have been ingested into the pump. The deposition was large and would have severely impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a white, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. Furthermore, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, the deposition found at the rotor would have potentially contributed to the report of elevated ldh. Additionally, the deposition would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that since pump implant, the patient¿s lactate dehydrogenase (ldh) rose to 4000 u/l and pump power was elevated. The patient was on dialysis, showed symptoms of heart failure, and was placed on a heparin infusion and cangrelor. The patient received a pump exchange on (B)(6) 2017 and clot was observed in the pump. No additional information was provided.